Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for low blood glucose. The customer's blood glucose was 16 mg/dl at the time of admission. It was also found the customer passed out while driving due to their low blood glucose. The customer's husband believed they had overtreated with insulin, causing the low blood glucose event. The customer declined to troubleshoot for their low blood glucose. It was also found the customer's transmitter was not transmitting to the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.